Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 6:35pm on (B)(6) 2016. At this time the patient obtained blood glucose results of "366 and 177mg/dl with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they took an increased dosage of a humalog 25/75 mix ing response to the alleged high results. The specific dosage was not specified by the patient. The patient did not develop any physical symptoms as a result of the alleged product issue but stated that they self-treated by consuming food and/or drink at 6:55pm after obtaining a blood glucose result of 33mg/dl on another device at this time. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patients products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfss criteria for a serious injury reportable adverse event.